Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: the sheath of the flexible part peeled off and fell into cavity. During cleaning with suction tube, the fallen piece was found and retrieved. No bleeding. No tissue damage. No pt harm. Operating room time not extended.

Manufacturer narrative:
(B)(4).